Event description:
Patient fell in home. She went to the ER where she saw dr. He took x-rays and after evaluating realized that the cup needed to be revised. Surgery took place 3 weeks later. Inner-operatively the surgeon discovered that the liner was disassociated from the bipolar component. At that point he access the shell. The shell had a rim fracture. He realized at that point the shell and poly component both needed to be revised. After removing all, he reamed the acetabulum up to a 54 and replaced with an mdm trial liner accessed the total hip for stability. The hip was stable and products were implanted.

Manufacturer narrative:
Corrected lot number due to typographical error. An event regarding crack/fracture involving a trident psl ha cluster 48mm was reported. The reported event involves a patient fall and subsequent revision surgery. Intraoperatively the surgeon discovered that the liner was fractured and dissociated from the head and there was significant wear on the shell. The shell, liner, and head were all revised. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
Patient fell in home. She went to the ER where she saw dr. He took x-rays and after evaluating realized that the cup needed to be revised. Surgery took place 3 weeks later. Inneroperatively the surgeon discovered that the liner was disassociated from the bipolar component. At that point he asscess the shell. The shell had a rim fracture. He realized at that point the shell and poly component both needed to be revised. After removing all, he reamed the acetabulum up to a 54 and replaced with an mdm trial liner accessed the total hip for stability. The hip was stable and products were implanted.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.